Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room lost power and the system shut down. The customer was able to restore power to the system but reported seeing movement from the universal surgical manipulators after the power loss. The case was able to be continued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed that the alleged instrument movements did not contact or cause injury with the patient tissue. The system was fully functional after power was restored and the case was completed with no further movement issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The system was used to complete the procedure. The customer requested a system inspection. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system verification. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed a system verification. The fse's service visit did not reveal any issues related to the customer reported event. Follow up with the customer confirmed the system was fully functional after power was restored and no further issues were encountered.